Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the rv lead was capped and replaced due to a high impedance, high threshold and oversensing/ lead noise episodes. On (B)(6) 2020, during the replacement of the rv lead, the physician felt that new rv lead had a problem with the inner lumen. Physician stated that it felt restricting the entire time, and when putting a stylet into the lead, he was unable to advance it more than a few cm. The decision was made to add another lead. This lead was placed, and all numbers were acceptable. Patient is stable. Related manufacturer reference number: 2938836-2020-01368.